Event description:
It was reported that during a supply change the user advanced to approximately 85 units without observing drops and required guidance to return to the rewind step; upon rewinding and removing the cartridge, insulin leakage from the cartridge was observed, after which the user replaced the cartridge and successfully completed the supply change with visible drops. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities of daily living and no medical interventions. Investigation included troubleshooting and user education to navigate the pump workflow, perform a rewind, replace the cartridge, and verify priming with visible drops. Investigation of this case revealed leakage at the cartridge and resolution after replacement, consistent with a component issue affecting the cartridge and its connection pathway. It was concluded, based on previously established findings for similar reports, that the cause was user technique and handling factors during the supply change contributing to cartridge leakage.

Manufacturer narrative:
Initial.